Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold, high/undefined impedance, oversensing and fracture on the right ventricular (rv) lead. The lead was capped and replaced. When trying to screw in new lead into old device, screw was missing. It was later found after screwing in lead to new device. No patient complications have been reported as a result of this event.